Manufacturer narrative:
Sample received in opened original packaging with cover foil. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The instrument was visually inspected. No abnormality was observed. Electrical resistance measurements indicate insufficient contact. When the instrument was opened, the contacts were not destroyed. Nevertheless, no defect contact points in the instrument could be identified. All contact points were specifically investigated but non of the contact points was loose. Based on the outcome of this investigation the complaint of the customer can be confirmed but the root cause could not be determined anymore. In production a 100% inspection of the instrument is performed which would identify defect contact points. Since the instrument passed this test, the contact must have been affected later. But this cannot be determined anymore. The root cause was unable to be verified as no signs were found indicating the cause of insufficient contact. A manufacturing or design related root cause for the damage of the complained device has not been identified. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is in transit to the manufacturing site and has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a diathermy probe could not cauterize the eye tissue during a cataract/vitrectomy combination procedure. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier are not available. There was no patient harm.